Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that the new needles puncture the skin more painfully and the needle wobbles more in the base. Also, one pen needle bent sideways during the injection. Verbatim: from phone call on 2020-10-19 13:50:35: returned consumer's phone call to obtain additional product complaint information. Consumer stated he finds these new needles to puncture the skin more painfully during his injections. Stated the needle also wobbles more in the base. Stated on one occasion ((B)(6) 2020) one pen needle actually bent sideways during his injection and he lost 20 units of insulin, stated he likes the old nano needles better."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. Investigation summary: customer returned (4) sealed 4mm, 32g pen needles from lot # 9162545. Customer states that one pen needle bent sideways during the injection. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1: good 0.0092, good. Sample 2: good 0.0091, good. Sample 3: good 0.0091, good. Sample 4: good 0.0091, good. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that the new needles puncture the skin more painfully and the needle wobbles more in the base. Also, one pen needle bent sideways during the injection. Verbatim: from phone call on (B)(6) 2020 13:50:35: returned consumer's phone call to obtain additional product complaint information. Consumer stated he finds these new needles to puncture the skin more painfully during his injections. Stated the needle also wobbles more in the base. Stated on one occasion ((B)(6) 2020) one pen needle actually bent sideways during his injection and he lost 20 units of insulin. Stated he likes the old nano needles better."